Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile plastic pouch was finely crackled. Therefore, sterility cannot be guaranteed.

Event description:
It was reported that the sterile plastic pouch was finely crackled. Therefore, sterility cannot be guaranteed.

Manufacturer narrative:
(B)(4). Visual examination of the photographs provided has determined that the primary sterile barrier (pouch) is damaged. Device history record (DHR) was reviewed and no discrepancies were found. Transit damage is the likely root cause of the reported event, however the exact root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile plastic pouch was finely crackled. Therefore, sterility cannot be guaranteed.